Manufacturer narrative:
The event of high intraocular pressure is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling: the patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered.

Event description:
Patient reported high intraocular pressure in the left eye. The device remains implanted. No treatment has been provided at this time as patient is searching for a treating physician.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events of fibrosis, development of cataract and bleb-related issues are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: if required, bleb needling is recommended to be performed in the operating room. Use caution during the needling procedure to avoid direct contact with and damage of the xen®45 gel stent. In the american academy of ophthalmology¿s (aao) preferred practice patterns for primary open angle glaucoma, bleb needling is listed as a recommended action ¿as necessary¿ in the perioperative care in glaucoma surgery to maximize the chances for successful long-term results. Warnings: the complications that may occur in conjunction with the use of the xen®45 gel stent include, but are not limited to, choroidal effusion, hyphema, hypotony, implant migration, implant exposure, wound leak, need for secondary surgical intervention and other known complications of intraocular surgery (e.g., flat or shallow chamber, corneal edema, endophthalmitis).

Event description:
Healthcare professional reported after 6 weeks of post-op, iop in left eye went up to 28 and patient was given diamox. Patient had a dry cornea and worsening of the cataract in the left eye. Physician reported raised iop either due to blockage or steroids. Treatment was noted as cataract surgery+bleb revision. The device remains implanted and the event of high intraocular pressure has been resolved with postop pressure of 10 mmhg, bva 1,0.